Event description:
It was reported that a minimum fill notification occurred. Customer will load a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.